Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) repaired the system on 14 april 2016. The fse determined the substrate cable was bad and repaired the cable. The aia-900 was working as intended. No further action required by fse. The probable cause of the event was the substrate cable.

Event description:
On (B)(6) 2016 a field service engineer (fse) reported substrate temp error with a aia-900 analyzer. The fse addressed the event, which may have resulted in delay reporting of bhcg, e2, lh ii and prog patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.